Manufacturer narrative:
This MDR is being submitted beyond the required reporting timeframe due to delays associated with recent internal system changes. The delay was unintentional and has since been addressed through process and system updates to prevent recurrence.

Event description:
It was reported that a user called for assistance with turning the ilet back on and performing a complete supply change while experiencing hyperglycemia, with a reported blood glucose of 255 mg/dl; the user utilizes a cd 23"-6 mm infusion set, and subsequent follow-up indicated blood glucose returned to the normal range and later measured 174 mg/dl. Customer care provided support that included review of device data and user follow-up. Investigation of this case revealed no device alarms and no confirmed device malfunction, with glucose normalization after supply change and continued use of the system. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.